Event description:
Healthcare professional reported the day after injection to the "nasogenian lines" with juvederm ultra plus xc patient developed "numbness in the right groove including lip" and "color change of the nose and pain to the eye." Patient was treated with dexamethasone. Symptoms are ongoing.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of numbness, "color change", and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.